Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that one knob was pushed into the device and the upper case was broken and it was additionally noted that one knob (the encoder knob) was missing, the lower case was damaged at the hanger, the hanger assembly was damaged due to the use of an incorrect screw, the main seal was contaminated, the plugs were damaged and there was evidence of a non-company person disassembling and reassembling. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's rate potentiometer was pushed in and the housing was damaged. The generator was returned for service. There was no patient involvement.